Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization, cardiac arrest also occurred. During the procedure, a pericardial effusion was noticed. The first visible sign on the patient was a drop in blood pressure. The effusion developed into a cardiac tamponade and CPR was started. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and 650ml of fluid was removed. The patient was reported to be in stable condition. It is unknown at this time what caused the effusion. The physician did not provide a causality opinion for the cause of this adverse event. The patient fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event. It was reported that the patient walked out of the hospital 2 days after the event. A transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. The irrigated catheter flow settings were per the instructions for use (IFU) 8/15. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set at 2.5mm, 3 sec, 25% 3 grams with tag index..

Manufacturer narrative:
The product was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies were found on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30759530l, and no internal action was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: pc-(B)(4).